Event description:
It was reported that the patient presented in clinic for routine follow-up. Upon interrogation, it was found that the patient's right ventricular lead was not capturing or sensing appropriately. X-ray was performed and it was noted that the lead had migrated from its original implant location. The lead was attempted to be revised, but the helix failed to extend. The lead was explanted and replaced. The patient was stable.

Manufacturer narrative:
The reported events were lead dislodgement, failure to capture, ¿decreased rv sensing,¿ and helix mechanism issue. As received, a complete lead was returned in one piece. The reported event of helix mechanism issue was confirmed and the reported events of failure to capture and ¿decreased rv sensing¿ were not confirmed. Visual examination of the lead found the helix was extended and clogged with blood/tissue. The cause of the reported event of helix mechanism issue was due to the over torqued inner coil in the connector region and the helix clogged with blood/tissue consistent with damage sustained during procedure. No other anomalies were found.